Manufacturer narrative:
Customer cancelled call.

Event description:
Customer reported that when taking images, they have lines and grainy images. The automatic exposure control is not working. System did not boot in auto abs mode intermittently. No pt injury was reported.